Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving and unknown drug via an implantable pump for an unknown indication. The patient¿s medical history and concomitant medications were not provided. It was reported that the patient had to have two surgeries when she went into sepsis, because the hole caused by the catheter being taken out wasn¿t sealed by a blood patch correctly, which caused a lot of terrible problems for the patient. The pump was removed. Additional information could not be requested due to limited contact information. If additional information is received, a follow-up report will be submitted.